Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2025. The patient was discharged with no adverse consequences reported.